Event description:
In 2007, it was reported to boston scientific corporation that placement of an endovive safety peg enteral feeding device was performed (male pt, age and weight unk). According to the complainant, when the snare was opened during the procedure, "the loop of the snare fell off inside the pt." The physician was still able to successfully place the feeding device, then retrieved the detached snare loop with biopsy forceps without any adverse effect to the pt. At the conclusion of the procedure, the pt's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed: the working length of the device was bent and deformed; the snare loop, with the crimped cannula, was detached from the catheter; the distal end of the connecting wire was coined, indicating that it had been crimped to the cannula as intended during the manufacturing process; and the crimp marks on the cannula were overlapping, resulting in an inadequate length of crimped connecting wire to the cannula, enabling the loop wire to detach from the catheter (see figures 1 and 2). A functional evaluation confirmed that actuation of the device handle resulted in a corresponding movement of the connecting wire. The cause of the reported malfunction is concluded to be related to the wire crimping process. A review of the device history record for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The october 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.